Event description:
The internal battery of a ventilator did not last, even after it was charged. It was confirmed that the ventilator did not give alarm in appropriate timing. The incident occurred during testing at dealer facility. Therefore, there was no patient involved.